Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report: 1627487-2021-15410. It was reported that fracture was observed on the extension. The extension was explanted, and a new extension was implanted. There were no complications during the procedure. Therapy was restored. Patient was stable. It is unknown which extension was explanted therefore both extensions are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.